Manufacturer narrative:
This MDR is being submitted to make correction for previous MDR file submitted. Chnaged code for annex d in section h6. Also added information inti section h7 and h9.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/16/2024. The event log was reviewed, and it was confirmed that the pump had an abrupt power off 13 hours into an infusion. This is seen on line 199 as there is a log_event_on without a log_event_off before it. During functional testing, the reported problem was not duplicated. An 100 ml infusion ran until completion without an abrupt power off taking place. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.